Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that egms revealed noise on the atrial lead. The noise was not reproducible with isometrics, positional testing or pocket manipulation. The patient will be monitored.